Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket failed to release. A field service engineer worked with the customer over the phone and successfully released the failed pocket. The customer was able to remove the medication and reload it. All functions tested successfully. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie was unable to remain closed, and the user was unable to issue medication. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.